Event description:
Complaint coordinator from baxter singapore reported that an overall event occurred during an in-hosp manual peritoneal dialysis exchange (event occurred in india). The health care professioinal reportedly connected a 2 liter solution bag to the easi y-set in order to infuse 400-500 milliliters of dialysis solution per cycle. The health care professional used a solution outlet port clamp on the fill line of the easi y-set to stop the solution flow during the dwell phase. When the pt complained of fullness of stomach and breathing difficulty, it was noted that additional dianeal solution had leaked into the pt's peritoneal cavity. The pt was immediately drained. The amount of fluid overfill was estimated to be 1000 milliliters. There was no other reported intervention.